Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 12 while using the device updater to update the pump. Reportedly, the customer was unable to continue the update process and is unable to use the pump. During troubleshooting with tandem technical support, the customer attempted to unplug the pump and plug it back in; however, the pump screen showed a message that said "update failed". There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.